Manufacturer narrative:
The insulin pump was received with motor error alarm during rewinding due to motor encoder signal out of phase. The analysis team was unable to complete rewind test due to motor error alarm. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. No cosmetic damage noted.

Event description:
The customer reported via phone call that they had issues with rewind anomaly. The customer's blood glucose was unknown. The product was returned for analysis.